Event description:
Complainant alleged that the clinicians were attempting to pace a pt (age unknown) presenting an arrhythmia in the pt's heart rhythym, but the device displayed artifact. The clinicians obtained another ECG cable to use with the device, but artifact continued to be displayed. The clinicians then obtained a second device and paced the pt. The complainant was contacted on the numerous occasions in an attempt to obtain info regarding pt outcome from the event. All atttempts to obtain this info were unsuccessful.